Manufacturer narrative:
Items returned for evaluation: pusher; implant. Items not returned for evaluation: introducer; shrink lock; dispenser hoop; catheter. The visual analysis of the returned items found the pusher returned with no implant attached and the pusher heater coil kinked/damaged. The implant was returned stretched at the proximal section and separated from the pusher. The investigation of the pusher found the monofilament broken, which indicates that the device experienced tensile break. The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. Further inspection found the pusher heater coil to be kinked, which is consistent with the condition described in the reported event. The implant was returned stretched at the proximal section and separated from the pusher. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during delivery of the coil in a glidecath angiographic catheter, the implant was unintentionally detached. Since the angle of the angiographic catheter was steep due to the antegrade approach, the pusher was assumed to be kinked. The coil was then withdrawn along with the angiographic catheter and successfully removed from the patient. The coil was replaced with another azur cx35 coil and another angiographic catheter was used to continue the procedure. Subsequently, the procedure was successfully completed. No patient injury was reported. No additional information on the event was provided.

Event description:
It was reported that during delivery of the coil in a glidecath angiographic catheter, the implant was unintentionally detached. Since the angle of the angiographic catheter was steep due to the antegrade approach, the pusher was assumed to be kinked. The coil was then withdrawn along with the angiographic catheter and successfully removed from the patient. The coil was replaced with another azur cx35 coil and another angiographic catheter was used to continue the procedure. Subsequently, the procedure was successfully completed. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.